Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said the device has started to not work properly. Patient said it is not blocking pain, it is creating a great deal of pain in back. Patient has tried other groups and changed it around and when they completely turned it off the amount of pain probably decreased by over half. Patient doesn't even have it on right now because if they turn it on they are in terrible pain. The issue started about 2-3 days ago. Patient has pain from a loss of therapy and frustration from the pain relief changing to muscle tension along right side of torso between hips and shoulder blades right along the side of the device, radiating up and down. Could be muscle of nerves. They have an appt on (B)(6) 2024. They turned off device and took painkillers. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed list and pt states he will call the hospital to see if they do scs devices. Agent offered to provide listings and pt will call back if needed.